Event description:
It was reported that during a da vinci-assisted rectocele repair surgical procedure, the system had an error c-34 on the integrated electrosurgical unit (iesu/erbe) while using coagulation on the monopolar curved scissors instrument. The bipolar instruments were working fine. Intuitive surgical, inc. (Isi) technical support engineer (tse) checked the system logs and confirmed the error. Prior to the calling, the customer already had replaced the cautery cable and switched to backup instrument. The tse suggested to use the second monopolar port on the erbe for testing. As soon as coagulation was used, the erbe displayed an error c-34 and refused activation. The tse advised best practice for cautery cable management and asked for external high frequency sources. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the iesu to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and failure analysis investigation confirmed and reproduced the customer reported complaint. The iesu was placed on an in-house system and was run in normal mode. The iesu has no significant scratches or dents. The front bezel is not cracked. The iesu is in good condition. .